Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report, b5: describe event or problem, d4: unique identifier (UDI) number changed to unknown, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h10: additional narrative. An osseotite® certain® 2 implant 4 x 10mm (xifoss410) and an osseotite® certain® 2 implant 4 x 11.5mm (xifoss411) were returned for investigation. Visual inspection of the as returned products identified worn markings due to usage, dried blood and bine. Also a fracture on the threads. Device history record (DHR) review was completed for the subject lot numbers (2013050052 and 2013100671). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2013050052 and 2013100671) for similar event and no other complaint was identified. Based on the available information, device malfunction could not be verified for the xifoss411, however device malfunction for xifoss410 did occur and the reported event is confirmed.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Doctor reported the implant was removed due to peri-implantitis. Pain, edema and inflammation also reported.